Manufacturer narrative:
Concomitant product(s): product ID: 3389s-40, lot# va0f6ng, implanted: (B)(6) 2014, product type: lead, product ID: 3389s-40, lot# va0c956, implanted: (B)(6) 2014, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. (B)(4).

Event description:
A healthcare professional of a clinical study reported that a patient whose indication for use is parkinson's dual and movement disorders had increased suicidal ideation since (B)(6) 2015. The healthcare professional had created a new setting which was away from the limbic system to help with emotional issues but they had gotten worse. The patient would cry for several hours and would talk about wanting to die. The event was related to programming/stimulation. Actions taken included reinforcement of continuing antidepressants and a referral was made to psychiatry on (B)(6) 2015. The outcome was resolved without sequelae.

Event description:
Additional information received reported the event occurred since (B)(6) 2015.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID 3389s-40 lot# va0f6ng implanted:(B)(6) 2014 product type lead product ID 3389s-40 lot# va0c956 implanted:(B)(6) 2014 product type lead product ID 3708660 lot# serial# nkn063707v implanted: 2014-09-09 explanted: product type extension product ID 3708660 (B)(4) implanted:(B)(6) 2014 product type extension if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) of a clinical study. It was reported that the patient's deep brain stimulation (dbs) treatment was complicated by severe depression, anxiety, and suicidal ideation. The patient reported to the hcp that they feel suicidal approximately 4 times per week and continues to resist seeing a psychiatrist or a psychologies for depression. The hcp also noted that cymbalta and celexa may not be the correct medication combination for the patient. No further attempts at adjusting the patient's dbs to minimize the depression symptoms were made during the visit as they have not been overtly successful thus far. The patient was instructed to go to the ER immediately the next time they feel suicidal. The etiology was noted as related to the device/therapy, not related to the implant procedure, and not due to programming. The most recent reprogramming/device interrogation date prior to the event was on (B)(6)2014. The diagnostic methods included the patient reporting the event on (B)(6)2015- and again on (B)(6)2017. Additional actions/interventions taken to resolve the event included reinforcing the importance of stay on antidepressants and a psychiatry referral on (B)(6)2017; the patient refused the referral so they were instructed to go the ER the next time they feel suicidal on (B)(6)2017. The event was considered ongoing at the time of this report. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturing representative (rep) indicated the clinical events committee indicated the event was related to device or therapy but not related to the implant procedure.

Manufacturer narrative:
Evaluation codes updated to comply with FDA coding guidance changes. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from an hcp of a clinical study indicated the event resolved without sequelae on (B)(6) 2018.